Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, instability and tibial loosening at the bone to cement and cement to implant interface. Unknown cement manufacturer. It was also reported the she had fallen a few months back it was never the same. Pre op she was really loose in extension and flexion. Plan was to revise to a new tc3 implant. The femur, tibia and poly were removed. The patella was intact and in excellent condition. The femur was well fixed but the tibia was loose. It was removed with one tap with a mallet. Little to no cement was on the implant. All remaining cement was removed and a new tc3 was implanted with success. Patient was stable through a full range of motion. Doi: (B)(6) 2012; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.